Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was using a hawkone atherectomy device for treatment of a calcified lesion with 80% stenosis in the mid left superficial femoral artery. The artery was 6mm in diameter with minimal tortuosity and calcification. A non-medtronic 6fr sheath and a non medtronic guidewire were used. Embolic protection was no used. The vessel was not pre-dilated. The device did not pass through a previously deployed stent. The IFU was followed. There was no resistance during advancement of the device. It was reported the nosecone was breaking, no detachment occurred. The nose cone was bulging and the physician noticed it when he took it out of the patient. The device was fully and safely removed from the patient and plasty was used to complete the case. The malfunction caused a 15 min procedure delay. No patient injury.

Manufacturer narrative:
Product analysis: the device was returned with a bulge on the nosecone approximately 16mm from the cutter window and the housing wall and tecothane are intact. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.